Event description:
It was reported that the user experienced persistent hyperglycemia despite receiving insulin via the ilet using a steel cannula infusion set with 23-inch tubing; the user performed a tubing fill with visible drops, then disconnected and removed the cartridge and site with no leaks or site issues noted, and planned to change all supplies. Symptoms included elevated blood glucose of 372 mg/dl without additional clinical complaints. Outcomes included no hospitalization and no reported medical intervention beyond troubleshooting and supply replacement. Investigation included phone-based troubleshooting and user inspection of the infusion system for occlusions or leaks. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear, and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.